Event description:
The customer stated, that she tested her blood glucose using her breeze2 meter and a one touch meter. The breeze2 read 202 mg/dl, while the one touch read 95 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.